Event description:
A hospital in (B)(6) reported via our distributor that the pressure relief valve of an rt329 infant continuous flow breathing circuit was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt329 pressure relief valve was received and visually inspected. Results: the oxygen inlet adaptor was found to be broken. The damage appeared to be the result of physical impact. A lot check revealed no other complaints for lot 120528. Conclusion: the rt329 infant continuous flow breathing circuit kit includes a pressure relief valve which ensures patient safety by limiting the pressure delivered in the event of an occlusion, as well as allowing connection to a pressure monitoring device or an oxygen analyzer. All pressure manifolds are pressure tested and visually inspected prior to leaving our facility, and those that fail are rejected. This suggests that the pressure relief valve suffered impact damage after leaving our production facility. Our user instructions that accompany the rt329 infant continuous flow breathing circuit state the following: "check that all connections, caps and/or plugs are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Patient monitoring is recommended."